Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Customer complained about the unit having unexpected error message for transmitted on event date of (B)(6) 2022. Tested with a test p-cap and the test p-cap locked in place properly. Pump passed self test and displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump successfully downloaded traces and history file using thump. Pump was cut opened and moisture damage was noted on pcb1, pcb2, and motor home switch. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked battery tube case, moisture damage, corroded motor home switch. Unexpected error message for transmitted not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received repeated device not found alerts when trying to connect the insulin pump with the transmitter. Troubleshooting was performed and the insulin pump was previously been paired with the device but the insulin pump alarmed with the device not found alert. No harm requiring medical intervention was reported. The device was returned for analysis.